Manufacturer narrative:
A fully deployed hot axios delivery system was returned for analysis; the stent was not returned. A visual examination of the returned device noted that the stent deployment hub was unlocked and was positioned at step 4. The outer sheath and polyimide inner shaft were noted to be kinked. There were no other issues with the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the physician attempted to deploy the first flange of the stent, the whole stent prematurely deployed inside the scope. The scope was removed from the patient and, outside the patient, the stent was pushed out of the scope using the delivery system. The procedure was completed with another hot axios stent. There were no patient complications as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
Device component code relates to problem code for the reported event of stent prematurely deployed. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the physician attempted to deploy the first flange of the stent, the whole stent prematurely deployed inside the scope. The scope was removed from the patient and, outside the patient, the stent was pushed out of the scope using the delivery system. The procedure was completed with another hot axios stent. There were no patient complications as a result of this event. The patient's condition was reported to be fine.